Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a subcutaneous lead from another manufacturer exhibited high out of range pace impedance measurements. An upgrade procedure took place and this ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The lead was explanted and replaced with a new subcutaneous lead. No additional adverse patient effects were reported.